Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending (lad) artery. Following ablation with a 1.5mm and 1.75mm rota wire, a 3.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during the first inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a flextome cutting balloon catheter. No patient complications were reported and the patient's status was good.